Manufacturer narrative:
The reported event could not be confirmed, since the device(s) were not returned for evaluation, and no other additional information was received from the clinical site. More detailed information about the patient's medical history, the event details and the involved device(s) must be available to determine the root cause. If any additional information becomes available, the investigation will be reopened and re-evaluated accordingly.

Event description:
The manufacturer received stryker collaborative study (scs) named "a retrospective data collection of the treatment of shoulder joint replacement with the aequalis reversed ii shoulder system" that contains collected data on the usage and the outcomes of aequalis reversed ii shoulder system. The report details analysis provided for procedures performed between 2012-2018. During the review of the report, it was not possible to establish a specific device detail, patient information, and currently no additional device information is available; however, the following adverse event was reported: subject ID: (B)(6). The patient had a left reverse total shoulder at age 64 in 2016 utilizing an ascend flex humeral implant and reverse ii glenoid for rotator cuff pathology. In 2017, while bending down to pick something up, she felt a ¿pop¿ in her left shoulder and was found to have a disassociated glenosphere. The glenoid baseplate was subsequently revised two months after the incident. Post-operatively, there were increased symptoms from pre-existing median and ulnar neuropathies that subsequently improved. Subsequently did well with no further mention of any issues when seen by the index surgeon five years after the revision for another problem.